Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected downstream occlusion alarm experienced during functionality testing which was not reproduced. Further review found the evaluation incorrectly stated a passing result for the functionality testing retest for downstream occlusion detection when the actual result was a failure. The device had processed beyond the as received condition when the error was revealed preventing any determination of assignable cause. Service process or procedures ensured correction or replacement of any condition or component that may have caused the failure. The downstream guide and pusher were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.